Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing with gold reload; and the device could not open. The surgeon cut the tissue and removed the device. Then the device was opened by force and changed another gold reload but still had the same issue. Changed new device and reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with no visual non-conformances and with two ecr60d cartridge reloads. Cartridge (b) ecr60d, l52020 was received partially fired 1/16. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (c) ecr60d, l5105n was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Additionally 3 drivers were missing and 1 was out of position. The device was tested for functionality with the returned cartridge reload (b) by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. No conclusion could be reached on what caused the drivers to fall. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: reloads - ecr60d = lot# l4e16c and ecr60d = lot# l4ef81.